Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The chronic total occlusion, short target lesion was located in the non tortuous and calcified left circumflex artery. A 2.50mm x 8mm emerge¿ balloon catheter was advanced to the lesion for predilation. However, it was noted that the shaft of the catheter broke in two while still outside the patient's body. The device was removed and the procedure was completed using a 2.25mmx8mm emerge¿ balloon catheter. A 2.75mmx16mm promus premier¿ stent was implanted and another 3.0mmx12mm nc quantum apex balloon catheter was used for dilation. No patient complications were reported and the patient's status was fine.